Event description:
It was reported on 11/16/2022 by a arthrex employee via e-mail that an ar-1555cds bio-composite-tenodesis fiber wire the tip was cut off during insertion and the graft could not be fixed. A new product was used to complete the case. This occurred on (B)(6) 2022 during a procedure, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.